Event description:
The customer's mother stated reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 281 mg/dl. The customer's mother was advised that the device would be replaced and agreed to return the product for analysis. The customer's mother was advised to discontinue use of the device and revert to a backup plan. The customer decided to bypass any keypad anomaly troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.